Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) impedance measurements were observed to be greater than 2,000 ohms, with a threshold measurement of 4.5 volts. A setscrew issue was suspected. The device was reprogrammed to turn tachy therapy off. The patient's physician was to perform an invasive procedure to resolve the observation. To date, no adverse patient effects were reported with this clinical observation.